Manufacturer narrative:
The rv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a different manufacturer that this right ventricular (rv) lead presented with an increase in pacing threshold measurements, low r-wave sensing, and sporadic oversensing of p-waves. An x-ray was performed and revealed that this rv lead had dislodged and was pulled back into the atrium. A revision was performed and this rv lead was able to be successfully repositioned. No additional adverse patient effects were reported.